Event description:
It was reported that during the inspection cardiosave hybrid, type I plug intra-aortic balloon pump (iabp) would not power on. The issue was found to be with the power management board. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.